Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to pt). Product problem(s): "abnormal vibration" (vibration); "probe cutting performance was poor" (failure to cut). The surgeon reported that the vitrectomy probe cutting performance was poor. The surgeon also found the probe had an abnormal vibration and the port did not seem to close properly. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe will be sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).